Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a fungal infection. The patient was hospitalized and treated with an unspecified antibacterial drug (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.